Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that on (B)(6), a patient received a variax clavicle plate, with a mid-shaft fracture. On (B)(6) on the control picture the plate seems to be bent. On (B)(6) the patient reports that there is a lumb and pain. The plate appears broken. On (B)(6) a recovery operation was done with an acumed plate (is thicker according to the doctor) the plate was intact at insertion. Is also not bent during ok and screws are placed according to procedure.

Event description:
It is reported that on (B)(6), a patient received a variax clavicle plate, with a mid-shaft fracture. On (B)(6). The control picture the plate seems to be bent. On (B)(6) the patient reports that there is a lumb and pain. The plate appears broken. On (B)(6) a recovery operation was done with an acumed plate (is thicker according to the doctor) the plate was intact at insertion. Is also not bent during ok and screws are placed according to procedure.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. For further details refer to the main investigation that will be documented within the complaint #(B)(4). If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.